Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2008, the pt was being treated with a gore excluder aaa endoprosthesis. The physician had a difficult time accessing the contralateral leg hole of the device. The angiogram revealed a dissection at the level of the right common iliac artery and that the trunk-ipsilateral leg component was deployed in the false lumen. The pt was converted to open surgery and the device was explanted. The pt tolerated the procedure and is reported to be well.